Event description:
Information received through a call to technical services on (B)(6) 2013, that the physician sent an email saying patient is on remote monitoring and had and alert of s lit 102 from a medtronic virtuoso. The physician was dr. (B)(6) at (B)(6) health science center, (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).